Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involved. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f38 alarm was not confirmed or duplicated. It was found during servicing that the sensor board was damaged. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.